Event description:
A remstar pro c-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed that the power connector was burned. Additionally, the service technician also noted error codes present. The device was scrapped by the service center after the evaluation was completed.